Event description:
Could not feed the pronto v4 over the guide wire. Multiple attempts made with no success. Export catheter used in place of pronto v4. Opened a different type of thrombectomy catheter and this worked with no further complications.